Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/06/2022. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. Both connectors were observed to be intact, no defects observed. A mechanical evaluation was conducted. The cable was able to be connected to the reference harvesting device and adaptor with no physical or visual difficulties. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter, and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 extension cable broke/stopped working. They changed out vh4030 to another vh-4030 to complete the case. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 extension cable broke/stopped working. No energy/power was delivered. They changed out vh4030 to another vh-4030 to complete the case. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, b5, d10, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--medical device ¿ problem code "1069" corrected to "1211"